Event description:
It was reported that when preparing to place this PICC into this patient at 14:30, (B)(6) 2021, a 21 g introducer needle was used to puncture the target vessel. The introducer needle was seen piercing into the vessel on the screen of the ultrasound instrument, but no blood was drawn. An inspection showed foreign matters inside the core of the introducer needle. Therefore, it was unusable.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex3437 showed no other similar product complaint(s) from this lot number.